Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to other/non-product experience. Additional information received from the field representative indicates that the system was explanted due to patient had sepsis. The field representative also validated that the explant was not due to any negative product experience. There were no additional adverse patient effects reported. The rv lead was explanted.